Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the peek implant did not fit properly.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as post-op CT-scans were not provided. The implant was reported to not fit properly in the cranial cavity, though it remains implanted, and only a brief surgical delay occurred. Analysis by the peek cci design team confirmed the implant was designed and manufactured according to specifications, with CT review revealing a hollow space likely due to unremoved calcifications or bone fragments; no brain swelling was observed, and no device-related issue was identified at this time. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.